Event description:
Additional information stated that the patient did not have symptoms of arrhythmia. The arrhythmia did not result in clinical compromise and was not sustained. They did not have a history of arrhythmia pre-lvad. The arrhythmia in this event was not thought to be device or therapy related. The ICD was implanted before lvad implant. The arrhythmia resolved. Exchanging the system controller resolved the connection issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived with implantable cardioverter defibrillator (ICD) shocks. The ventricular assist device coordinator attempted to place the patient on a system monitor, but the system controller would not connect to heartmate touch monitor or an old system monitor. After the coordinator discussed with clinical specialist and engineer; a system controller exchange was performed, without any adverse events.

Manufacturer narrative:
Section a: additional patient information requested, not yet available. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of being unable to connect to the system monitor was confirmed via product testing. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis. No log files could be retrieved from the device initially due to its inability to connect to the system monitor. The dual power leads underwent continuity testing and an open loop was found in the white power lead with respect to the orange wire which is responsible for communication with the system monitor. The cable was then stripped to further investigate the root cause. Fluid ingress was present upon stripping of the cable along with an evident tear through the inner polyurethane jacket as well as the silver-plated copper braided shield. After manipulating the exposed wires slightly, a severed orange wire was observed. The dual power leads were replaced with a lab reference set and connection was established with the system monitor. The product then underwent functional testing and operated as intended. The system controller was able to support the system without issue for an extended period of time. A log file was downloaded for review and there were no notable alarms or events active in the log file. The root cause for the reported event was conclusively determined to be a damaged orange wire in the white power lead of the system controller. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use (rev. B) section ¿heartmate touch communication system¿ explains how to set up the heartmate touch system for use, including how to connect the system controller. Section 7 ¿alarms and troubleshooting¿ provides troubleshooting steps if the system controller is not detected on the wireless connection screen. Heartmate ii instructions for use (with system monitor) (rev. C) section 4 ¿system monitor¿ explain how to set up the system monitor for use, including how to connect the system controller, and the actions to take if the ¿not receiving data¿ message is displayed. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" and heartmate ii instructions for use (IFU) (rev. B) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate ii patient handbook (rev. C) section 10 and heartmate ii instructions for use (IFU) (rev. B) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.